Event description:
It was reported that patient received inappropriate therapy due to oversensing the atrial signal on the rv channel. X-ray revealed lead dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.